Event description:
The cutting guide broke during impaction. No pt/user harm. The surgery was completed successfully.

Manufacturer narrative:
A document review of the lot 105114 (30 pieces) was done and no anomalies were found related to the problem occurred. Two other similar event were reported concerning this lot (FDA reports (B)(4)). The breakage is thought to be associated to an improper use during previous surgeries: in order to assure a close contact between the cutting guide and the distal cut, hammer hits were probably done by the surgeon and these have progressively weakened the piece leading to its breakage. On the basis of medacta's risk analysis, the failure mode is high unlikely to cause pt harm since, also in case of breakage, the cuts could be performed because the guide is fixed to the bone with the pins, as happened in this case. Fourteen similar events were reported to FDA: 2010-00035; 2010-00040; 2010-00041; 2010-00042; 2010-00046; 2010-00047; 2011-00004; 2011-00005; 2011-00006; 2011-00010; 2011-00014; 2011-00016; 2011-00017; 2011-00018. And a f/u to explain the modification/adjustment decided, was already sent on the (B)(6) 2011. The f/u is applicable also to this event.